Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had a rainbow effect on the display, was rewinding slower than normal, was squirting out insulin, and the buttons were worn off. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime anomaly, rewind anomaly and missing segment or partial display noted. (B)(4).